Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. The reason for call was the caller reported that the patient's ins is depleted and they can't seem to charge. The patient was trying to charge to MRI mode could be activated. The caller indicated that the patient noticed the ins would not charge when he attempt today ((B)(4) 2022). The patient wasn't using the ins for several months.the caller indicated that they attempted (B)(4) 10 minute passive charging sessions prior to calling and that did not resolve the issue.tss had the caller attempt to disable and re-enable the ins using tech mode. After going through the process the caller reported that the remote did not connect to the ins for normal charging.the caller indicated that they could not feel the stimulator and it is fairly deep. The caller started another passive charging session, the caller indicated the number displayed on the screen were 18 24 24. The caller reported that he got the center value as high as 35 during the call. The issue was not resolved through troubleshooting. Tss reviewed information about charging. The caller will continue charging with the patient.